Event description:
Medtronic received information that during implant of this bioprosthetic valve, valve was positioned into the annulus and the physician began to suture when a flaw in the leaflet was identified, the physician chose not to use the valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were flexible. The right and non-coronary cusps were intact. A small puncture or tear on the tunica of the left cusp along the inflow margin of attachment adjacent to the non-coronary left inferior coaptive area appeared consistent with a puncture or laceration by a sharp instrument such as forceps during implant. All commissures were intact. Conclusion: based on the information available and analysis results of the returned device, the probable cause of the clinical observation could be related to the implant procedure contact with a sharp instrument. (B)(6).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.